Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 1300 mg/dl with large urinary ketones. The patient was reportedly hospitalized in the intensive care unit and received insulin via injection and intravenous fluids. The reporter alleged the patient¿s serious injury was associated with the pump going into suspend mode and having intermittent power issues with the insulin pump. The reporter stated that the battery cap was not able to be properly tightened to the insulin pump and the yellow o-ring of the cap was visible when placed on the pump. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an intermittent power issue.